Manufacturer narrative:
Promus premier ous mr 24 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. A stent strut on the proximal end of the stent was lifted from its crimped position. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a kink in the hypotube, located at 104.5cm distal to the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23jun2020. It was reported that crossing difficulties were encountered. The 95% stenosed, severely tortuous and moderately calcified target lesion was located in the distal left anterior descending artery. A 24 x 3.00 mm promus premier stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patients status was stable. However, returned device analysis revealed stent damage.